Event description:
It was reported to boston scientific corporation that a sensation medium oval med stiff snare was used during a procedure performed on (B)(6) 2024. During the preparation, the seal was detached, and the product arrived in an undeliverable condition. However, no problems were observed on the outer part of the shipping box. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a020503 captures the reportable event of the seal detached.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) center block h6: imdrf device code a020503 captures the reportable event of the seal detached. Block h11: (product investigation) one sensation snare was received for analysis. Visual analysis of the device noted that box label was damaged. No damages were noted to the shipping box seals. No other problems with the device were noted. Analysis performed on the device found that the box label was damaged. It is probable that the handling of the box during transport to facility storage contributed to the observed box damage. During inspection, it was determined that the shipping box seals did not have any damages. Based on the analysis of the returned device and the information available, this investigation was assigned a most probable cause of no problem detected.

Event description:
It was reported to boston scientific corporation that a sensation medium oval med stiff snare was used during a procedure performed on (B)(6) 2024. During the preparation, the seal was detached, and the product arrived in an undeliverable condition. However, no problems were observed on the outer part of the shipping box. There were no patient complications reported as a result of this event.